Event description:
Family member of home pt (hp) reports switching solution bag to already spiked line of homechoice set while troubleshooting through an alarm situation during apd treatment. No pt injury or medical intervention reported by rn.